Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: what was the patient¿s peri-operative anticoagulation regimen? None different, received the same preoperative preparation of all the bariatric surgery patients of the surgeon. Did the patient have any pre-existing blood disorder? None was there any evidence of any underlaying bleeding, coagulation or hemostatic disorder pre-op, intra-op or post-op? I don't quite understand the question. The patient presented postoperative bleeding. There was no clotting disorder. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified as part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a laparoscopic gastric sleeve surgery, there was bleeding at different points of the omentum during skeletonization of the greater curvature of the stomach, at the stapling line and the trocar site. It was controlled with clips, harmonic, surgicel original on the stapling line and monopolar. The morning after surgery, the patient presented a clinical condition that indicates post-surgical bleeding, decay, paleness, tachycardia, and decreased hematocrit, among others. Is suspected postsurgical bleeding. Is decided to leave her one more day hospitalized. Her condition improved in the afternoon, her blood pressure stabilized, and her heart rate did not increase, indicators that the bleeding had stopped. The next day, the hematocrit remains low, probably a product of hemodilution due to fluid therapy, a decreased heart rate, and general good condition.